Event description:
Patient reported that the lot, catalog, and code number, on the test strip vial, had rubbed off. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.